Manufacturer narrative:
Additional info added in d4 and annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery with l4/5 tlif for extension operation for l5 / s stenosis after l4 / 5 fixation. It was reported that l5 / s of the patient who was fixed at l4 / 5 had stenosis, and after performing screw removal at l4 / 5, tlif was performed at l5 / s  and the operation was performed with a plan to insert one box of ha stick (quantity two) and over size screw into the screw hole in l5. The bone quality was good, and while inserting the 7.5 x 45 mm screw on the right side of l5, half way through ps, even though the physician inserted the screw with all strength, the screw could not be inserted forward, and they cut the tap once, but the screw could not be removed either. In reoperation, the 6.5 x 45 mm screw that was originally placed was removed and during insertion of the reported 7.5 diameter screw, the screw stopped inserting, and the tip of the driver was broken when an attempt was made to insert screw further. Therefore, the screw was removed. The broken part was completely removed. There was no patient symptom reported. There was a delay of less than 60 min. There were no further complications reported regarding the event. The revision surgery was performed for extending for l5 / s stenosis after l4 / 5 fixation. Screw was removed with pliers. After that, it was the same as the contents of the conventional operation.

Manufacturer narrative:
H3: product analysis #704488412:5484348 lot# ct12g010 visual and optical examination identified that the tip of the screwdriver has been broken and the threads are damaged, and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.